Event description:
It was reported that a screwdriver has a broken tip. The screwdriver was not involved in a case and had no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The lot number provided could not be verified; therefore, further investigation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was requested: it was able to be verified that the device was manufactured in (B)(4); however, this part-lot combination is unknown (possible because the device is over 10 years old), therefore device history record review cannot be performed. A product development evaluation was completed: one part 314.57 was received with a broken tip. The handle has various marks and scratches from routine use. Balance of the instrument is in fair condition. The returned device shows significant use during its minimum of 16 year lifespan. The brown handle and shaft of the screwdriver are in fair condition with marks and scratches from routine use. The distal tip of the screwdriver is broken off and was not returned. The deformation appears to be the result of accumulated wear over the life of the instrument (16+ years). The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are additional instruments used to insert hex drive 3.5mm and 4.0mm bone screws. Proper use and maintenance are addressed in technique guides. The complaint condition was caused by wear accumulated over the life of the instrument (16+ years), rather than the design of the instrument. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.